Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the tissue of the aorta was found to be very thin and friable and described by the surgeon as "very fragile tissue". A 21 mm valve was attempted to be implanted, however, following implant, transesophageal echocardiogram (tee) showed excellent valve function with minimal gradient across the valve and preserved left ventricular function. Some bleeding was noted posteriorly behind the valve at the base of the aorta and pledgeted sutures did not hold. It was noted there was a tear in the aortic wall below the left coronary ostium. The surgeon reported: "we cannot tell with any certainty when the tear happened". The valve was removed and an attempt was made to place a 19 mm valve non-medtronic valve, however, it would not seat due to the friable annulus tissue and was abandoned. It was elected to do a complete root replacement with a stentless valve and the valve and root were replaced with a 19 mm graft. It was reported this was a difficult case because of a very calcified aorta and aortic valve with very deep burrowing type calcium. Transesophageal echocardiogram (tee) following implant showed good valve function, excellent ventricular function and no dysfunction of the aortic valve with minimal gradient. The patient was sent to the ICU in stable condition.

Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: without the return of the valve for analysis, a root cause of the event cannot be determined. A review of the device history record (DHR) is not required as the event description does not indicate a potential manufacturing issue. Bleeding is a known potential adverse effect per IFU and can occur during the implant procedure. In addition, without the return of the valve, the failure mode cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.